Manufacturer narrative:
A partial lead was returned in two pieces for analysis. Internal insulation abrasion was noted breaching the rv cable lumen at 6.6-6.7 cm from distal tip. Internal insulation abrasion was noted breaching the re cable lumen at 6.7-6.8 cm from distal tip and at 7.7 cm from distal tip, unable to determine the length of abrasion due to explant damage. The ring electrode and right ventricular cables etfe coatings were intact in these abrasion regions.

Event description:
This report is to advise of an event observed during analysis.